Event description:
Platelet clumping or fibrin clot in reservoir occluded filter and resulted in air in return line. She claims machine malfunction. The operator (jennifer) had observed some white clumps in the reservoir not too long into the procedure. Replacement fluid albumin, starting ratio 15, plt. Count 198, hct 'normal'. She reduced the ratio to 13, but the clumping got worse. About 70% into the procedure, she noticed air in the rps sensor and then in the return line. At the same time, the alarm 'internal power switch malfunction' occurred. The system reset, she had hoped that it would help eliminate the air issue, but it continued, so she aborted the run. No air went to the pt. The pt is fine. No medical intervention was necessary.

Manufacturer narrative:
(B)(4). Review of run data files from this procedure suggested that the reservoir filter had collected and accumulated aggregates. Review of the run data files showed 3 flushes during this procedure with multiple alarms for "out of replacement fluid" and "inlet pressure pause". Per the run data file analysis, if platelet aggregation is observed in the channel, the system may not be properly anti-coagulated and the ac ratio can be decreased to add ac to the system and help resolve the issue. Andrea discussed with the customer the possibility that the ac ratio of 15 was not enough for adequate anticoagulation. It was suggested to start with a ratio of 8 for the next procedure, process 200 ml (minimum, better 500 ml) of inlet volume and then change the ratio to 10, process again 200 ml (minimum better 500) and then increase to the desired ratio, which should be based on our recommendation, which considers platelet count and hct of the pt. Caridianbct is voluntarily notifying all spectra optia apheresis system users regarding the implementation of an important product enhancement and mandatory upgrade that is being implemented worldwide and will provide an additional air detection system utilizing an ultrasonic detector (usd) and upgraded software. The additional air detection system enhances pt safety, in the unlikely event that the extracorporeal circuit is not properly anticoagulated and air is inadvertently introduced into the system's return line. Conclusion: potential air to donor due to inadequate anticoagulation.